Manufacturer narrative:
Section d9: only 21¿ of the external portion/distal-end of the driveline was returned for evaluation. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed operation events while the patient was supported simultaneously by the power module and batteries. Based on past experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. The submitted log file captured transient low speed operation events on (B)(6) 2020. These events did not last long enough to trigger any low speed alarms. The pump operated above the low speed limit for all remaining data captured within the submitted log file. The patient was supported by the power module on the white power cable and batteries on the black power cable during the abnormal pump operation. Breakdown of the metal braided shield was observed in the submitted x-ray image, but an area of driveline wire compromise could not be conclusively confirmed. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 21¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Breakdown in the metal braided shield was observed from approximately 2¿ to 4.5¿, 12.5¿, and 15¿ from the controller connector. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The account later reported that the patient did not experience any further alarms. The patient was being followed in the clinic and was under consideration for transplant. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. As an incidental findings, the evaluation of the returned driveline confirmed superficial driveline damage to the outer jacket. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that when standing up and leaning forward, the patient became acutely short of breath, began wheezing, and complained of dizziness. The patient was connected to the system monitor, repeated the motion, and experienced the same symptoms. The patient's pump was noted to slow to less than 6,200 rpm and occurred in both tethered and un-tethered operation. The driveline was x-rayed which revealed two very subtle areas close to the controller where there is a loss of integrity in the shielding, but no breaks. The log file contained abnormal speed drops while connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. X-rays send in for review contained no obvious areas of concern. The patient underwent a distal end repair on (B)(6) 2020. A splice was started approximately two inches from the exit site. There were no immediate alarms after the repair.